Event description:
Customer reported that she have to contact and see a physician due to high blood glucose. Customer blood glucose reading at the time was 381 mg/dl. Customer stated that he had nausea, excessive thirst and urination, abdominal pain and was vomiting prior to contact the physician. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.